Event description:
It was reported that the customer was hospitalized for high blood glucose. It was stated that the customer declined to perform troubleshooting at the time of call. No add'l info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.